Manufacturer narrative:
Additional information:section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. The first four firings of the stapler were successful, however, on the fifth firing the jaws would not close. The procedure was completed using a new device. The product was not used on the patient. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the procedure was completed using a new handle and reload. The handle was able to be squeezed. Sometimes the jaws would closed but sometimes they did not close. The nurse did not press green button.